Manufacturer narrative:
Analysis and results: there are no previous complaints of this code-batch. We manufactured and distributed in the market (B)(4) units of this code-batch. There are no units in our stock. We have received 4 closed samples for analysis. We have checked visually the thread surface appearance of the closed samples received and it is the correct and usual one. Sewing test on artificial skin tissue has been conducted with the samples received and fraying/splitting does not appear when pulling the thread through the tissue. Visual appearance is the usual one as can be seen in enclosed picture. We have tested the knot pull tensile strength of the samples received and the results fulfil the requirements of the european pharmacopoeia (ep): 3.88 kgf in average and 3.77 kgf in minimum (ep requirements: 2.24 kgf in average and 1.33 kgf in minimum) these values are the usual ones for this thread and size. Additionally, needle attachment strength test has been conducted on the samples received in order to discard a faulty needle-attachment during manufacturing process, but the results fulfill the requirements of the european pharmacopoeia (ep): 3.05 kgf in average and 2.20 kgf in minimum (ep requirements: 1.53 kgf in average and 0.46 kgf in minimum). We have not found splitting on thread surface on the closed samples received before and after performing tests. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfil usp/ep and b. Braun surgical requirements. As stated in the instructions for use of the product, "when working with optilene® suture material, great care should be taken to avoid any crushing or crimping damage of the monofilament by instruments such as forceps or needle holders." Final conclusion: although the results of the samples received fulfil the specifications of european pharmacopoeia/ b. Braun surgical specifications, we take note of this incidence in order to assess if new or additional actions are needed. We regret any inconvenience this issue may have caused and thank you for your collaboration. Actions on product distributed of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.

Event description:
It was reported an issue with optilene suture. The client reported that the thread is breaking and the thread is delaminated during surgery. There is no patient injury. Additional information of patient is not received. No further information has been received.